Event description:
Two cases of post-operative neck swelling after general anesthesia and use of an lma. Patient #1 treated with benedryl, steroids and racemic epinephrine. Event resolved approximately 1.5 hours. Treatment/resolution in patient #2 is unknown.